Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The father of a customer reported via phone call that the insulin pump alarmed no delivery during a bolus delivery. The customer's blood glucose reading was 400 mg/dl at the time of incident. Troubleshooting explained the alarm and what may have caused it. The customer was unable to complete troubleshooting because he did not have the infusion set. The customer was advised to call back if any further issues.